Event description:
Through the edwards implant patient registry, it was reported that 27mm 11500 inspiris resilia aortic valve was explanted after an implant duration of two (2) months, 19 days due to unknown reason. The explanted valve was replaced with a 27mm 11500 inspiris resilia aortic valve. No additional information has been provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the edwards implant patient registry, it was learned that 27mm aortic valve was explanted due to enterococcus faecalis endocarditis on pod #81. The explanted valve was replaced with a 27mm aortic valve. Per medical records, the patient underwent urgent redo-avr and mv repair using a non-edwards device. The replacement aortic valve looked well with minimal gradient and no insufficiency. The patient was discharged home on pod #5.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.